Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the patient was in atrial fibrillation (af) and the shock therapy converted the af. The patient reported experiencing undefined symptoms of pacemaker syndrome since the therapy delivery. Review of stored device memory also noted low out of range rv pacing impedance measurements around 200 ohms. No subsequent noise was observed on the rv channel and no interventions were planned. The physician plans to continue monitoring. No adverse patient effects were reported.

Event description:
Additional information was received that low out of range pacing impedance measurements less than 200 ohms continued to be observed. An invasive procedure was performed. The lead was explanted and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the lead replacement procedure, upon disconnecting the lead from the device header and cutting the df-1 junction off, about 3 inches of the lead insulation fell off the proximal end of the lead.